Manufacturer narrative:
Attempts were performed to obtain additional information, but no new information was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable the image issue was caused by a faulty patient board set. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
As a customer prepared the system for use, the evis exera iii video system center displayed no image and would not switch to video. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video connector was in fair condition, the software version needed to be upgraded to the latest version 4.10 and a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.